Event description:
It was reported that the customer had received multiple, unresolved no delivery alarms from the insulin pump. The customer stated that the issue recurred when the reservoirs in use had less than 50 units inside. The customer could not return the related reservoir or infusion set for analysis as they were past events and the customer had discarded them. The customer claimed to have been experiencing unexplained blood glucose values in the 400s mg/dl. The customer stated that there may be an issue with insulin delivery from the pump - uncertain. The customer reported having multiple health issues that might be affecting the diabetes. The customer's current blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.